Event description:
On (B)(6) 2009, implant of a 25-16-140bl bifurcated device, a 25-25-75l proximal extension, and a 16-16-88l limb extension on the left. A slight distal type I endoleak was left on the right; however, the physician did not want to sacrifice both hypogastrics at the same time. The patient was brought back on (B)(6) 2010 and was treated with a 16-16-88l on the right, which resolved the leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The physician did not want to sacrifice both hypogastric arteries in the same procedure.